Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that a request for data review was needed due to a decrease in the battery of this device from eight years to five and a half years at the nine month follow up interval. A review of the device data by technical services (ts) confirmed that the device was exhibiting moderate acceleration in the rate of battery depletion. Ts confirmed the power consumption was increasing during the past year and was expected to confirm to increase. The device should be explanted and replaced. Ts also noted that assuming the device behavior remains unchanged there was sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that a request for data review was needed due to a decrease in the battery of this device from eight years to five and a half years at the nine month follow up interval. A review of the device data by technical services (ts) confirmed that the device was exhibiting moderate acceleration in the rate of battery depletion. Ts confirmed the power consumption was increasing during the past year and was expected to confirm to increase. The device should be explanted and replaced. Ts also noted that assuming the device behavior remains unchanged there was sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a request for data review was needed due to a decrease in the battery of this device from eight years to five and a half years at the nine month follow up interval. A review of the device data by technical services (ts) confirmed that the device was exhibiting moderate acceleration in the rate of battery depletion. Ts confirmed the power consumption was increasing during the past year and was expected to confirm to increase. The device should be explanted and replaced. Ts also noted that assuming the device behavior remains unchanged there was sufficient battery capacity to support therapy and replacement for at least ninety days. The device remains implanted. No adverse patient effects were reported.